Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a patient alert for lower out of range pacing lead impedance. Interrogation found auto mode switching episodes with noise on the atrial channel. The source of the lower impedance was unknown. No intervention procedure was recommended. The patient was stable post procedure.